Event description:
It was reported that during the implant attempt, t wave oversensing and capture anomaly was noted. The lead was tested without the device and was fine. The device was removed and returned while another device was implanted. No adverse events were reported.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the device was analyzed and no anomalies were observed. The device performed normally during bench testing, ate testing, and saline tests using clinical leads. Lv output was normal at all times. The root cause of the reported anomaly could not be determined.